Event description:
Event description guidant received information that the impedance measurements on this implantable endocardial lead have increased since the last clinic visit four months ago. The measurements are still within an acceptable range. All other lead measurements are normal. Additional information was received that lead impedance measurements had now increased out of range.